Event description:
Customer reported an issue with the spectrum monitor which may have impacted co2 monitoring. No pt injury was reported.

Manufacturer narrative:
Service reps replaced the units small diameter tubing between the o2 filter and the o2 sensor. Performed the recommended 12 and 24 month preventive maintenance. Tested, calibrated and safety checked unit to factory specs.